Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to complete incoming functional testing) has been confirmed.  Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle missing from the monitor case. In addition the monitor was resetting due to intermittent vga connection in flash chips u102, u105.  The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling.  No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing.